Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from scope cover packing. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection; IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that water tightness was lost due to wear the scope cover. The flexibility adjustment ring, grip, switch box, scope connector cover, scope connector case unit, plug unit and objective lens all had a scratch. The air/water cylinder, suction cylinder, right/left knob and the up/down knob all had an appearance defect. The insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover. The universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material in the air/water tube, air/water cylinder, connecting tube and the adhesive on the bending section cover. There were no reports of patient involvement.